Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 16 mmol/l (288 mg/dl) while wearing the pod on their leg between 25 and 36 hours. The patient¿s legal guardian (lg) reported the patient¿s bg level was very high and would not decrease, despite manual corrections. The lg stated the patient had ketones around 0.6 and they observed the pod was leaking insulin and the cannula was dislodged although the adhesive was secure. The pod was removed and a new pod was applied. As soon as the pod was changed, the patient¿s levels returned to normal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.